Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during a procedure to replace the device, it was noted that this right atrial (ra) lead exhibited high pacing threshold measurements. Once the device was replaced, this ra lead was capped, surgically abandoned and successfully replaced on (B)(6) 2017. No adverse patient effects were reported.